Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was 115 mg/dl. Customer states she got an alert to change the battery and have had to change the battery two weeks ago and last night the pump was with out a battery for about an hour and the pump died. Changed battery and got a power error detected this morning. Troubleshooting was performed for power error detected and explained the internal power source is unable to charge. Disconnect and clear alarm. The pump software version was 2,6 offered replacement for pump. Advised to remove battery and monitor the notification light, the notification light did not stop flashing immediately. Advised customer to wait until the light stops flashing. Insert new battery and clear alarms. Update time and date. Ensure that customer is still disconnected. Complete the reservoir and tubing process. Advised to monitor pump. The insulin pump will not be returned for analysis.